Event description:
Revision surgery - due to pt falling and fracturing the distal tip of the stem, the surgeon did a revision surgery for better function.

Manufacturer narrative:
The reason for this revision surgery was a fracture at the distal tip of the stem after 1 years, 4 months, 15 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 21 prior complaints against this part number. This is the first complaint from this lot. The root cause for the fracture was reported as trauma from a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.